Event description:
Notification received regarding three (3) alleged implant failures (loss of osseointegration) reported by the same clinician. The reporter indicates that all three incidents occurred within the first three weeks of treatment following an immediate extraction and immediate placement protocol. No permanent patient injury or additional medical intervention beyond the explantation was reported. The specific device ref and lot numbers are currently being verified, and a complaint investigation was initiated.